Manufacturer narrative:
The date of this submission is (B)(4) 2014. This is an initial submission for the second product in this case. The manufacturer report number for this submission is 2214133-2014-00008. The manufacturer report number for the first product in this case is 2214133-2014-00007. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2014 from wife reporting for her husband (age unspecified) from the united states. The medical history and concomitant medications were not reported. On an unspecified date, over the last three years, the consumer had used k-y unspecified and k-y warming jelly, both were used topically for lubrication (dose, frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer was not able to conceive, the reporter searched on the internet for lubricants and issues with conception and found a number of research and reports about the same. The reporter had then further suggested that a warning be placed on the k-y regarding decreased sperm motility. Over the last three years,the consumer contacted many physicians and underwent many unspecified treatments. The action taken with both the devices and outcome of the event were unknown. This report was assessed as serious (medically significant) and the company causality was assessed as related.

Manufacturer narrative:
The date of this submission is 02-may-2014. This is a follow up submission for the second product in this case. The manufacturer report number for this submission is 2214133-2014-00008. The manufacturer report number for the first product in this case is 2214133-2014-00007. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from wife reporting for her husband (age unspecified) from the united states. The medical history and concomitant medications were not reported. On an unspecified date, over the last three years, the consumer had used k-y unspecified and k-y warming jelly, both were used topically for lubrication (dose, frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer was not able to conceive, the reporter searched on the internet for lubricants and issues with conception and found a number of research and reports about the same. The reporter had then further suggested that a warning be placed on the k-y regarding decreased sperm motility. Over the last three years,the consumer contacted many physicians and underwent many unspecified treatments. The action taken with both the devices and outcome of the event were unknown. This report was assessed as serious (medically significant) and the company causality was assessed as related. Additional information was received on 15-apr-2014: based on the information available, the devices were used as intended for treatment. Lot numbers were not reported for either device; therefore, further investigation cannot be performed. Based upon lack of a lot number and no unfavorable trends, the complaint cannot be confirmed and a root cause cannot be identified. No unfavorable trends were identified during the complaint investigation. Complaint trends will continue to be monitored. This report remains serious (medically significant).